Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure a shaft break occurred. While the physician was prepping the 4.0x8mm quantum maverick balloon the shaft of the device broke. The device never entered the patient and the procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "fine".

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure a shaft break occurred. While the physician was prepping the 4.0x8mm quantum maverick balloon the shaft of the device broke. The device never entered the patient and the procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "fine".

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter with not original packaging or other devices. The device was returned in two pieces. Visual and microscopic examination revealed that the first piece measured approximately 118.5 centimeters from the distal end of the strain relief to the guidewire exit notch. The second piece measured approximately 24.5 centimeters from the guidewire exit notch to the distal end of the tip. Microscopic inspection identified the shaft was stretched in the area of the separation. This is an indication that excessive force was most likely used when handling the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).